Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely during device handling by the user, physical stress was applied to the distal end, which damaged the charged-couple device (ccd) unit, and resulted in the reported scope communication error (b30). Although the user also reported an irregular color tone, based on the results of the investigation, this phenomenon was not duplicated. It is likely this event occurred temporarily due to the aforementioned ccd unit damage. The event can be detected by handling the device according to the following instructions for use (IFU): -inspection of the endoscopic image the event can be prevented by handling the device according to the following instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope experienced an error when using the scope. The fse inspected the scope and found that the image is generating an irregular color and the image experiences a blackout with a b30 scope communication error. The issue was found during maintenance. There were no reports of patient harm and no procedural involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed. The device evaluation found that the b30 scope communication error occurred due to damage on the charged coupled device unit; however, the irregular image color tone issue could not be duplicated. Additional findings include the following: image noise occurred due to damage on the charged coupled device unit, the adhesive around the objective lens had wear, the light guide lens had corrosion, the distal end had a dent, the adhesive on the bending section cover was detached, the video cable had a wrinkle, and the light guide cover glass had a dent. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.